Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product/provided pictures identified the device was returned with the shrink wrap and tamper label opened. There was no other packaging returned with this complaint. The device was just returned loose inside the product carton. The device has been cycled 2 times and the sutures and anchors were returned out of the needle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that during the surgery, the second anchor of this complaint product did not deploy. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.